Manufacturer narrative:
H10: internal complaint reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an oral cavity and oropharyngeal procedure, while using the procise max wand, the irrigation solution seemed to have excessively heated up and seemed to came out fairly quickly, causing a partial thickness with blistering/epidermolysis and blanching on the face and tongue, several centimeters away from the wand's tip. Immediately prior to noticing the burn injury, the operating resident noticed that fingertips (which were holding the tongue >1 cm away from the coblation wand's tip) abruptly became very hot at about the same time as the coblator suction clogged. The settings used were "coblate 7/coag 3". The burn surgery team evaluated the patient intraoperatively and determined that a superficial plasma field injury (chemical burn) had occurred on the left cheek skin and verified that an appropriate approximately neutral ph had been reached after continued irrigation with sterile water, they unroofed a small area with bullous change, they completed the resection and closed. The wound was closed with the use of 4-0 vicryl sutures in combination deep horizontal mattress and simple interrupted fashion superficially, taking care to evert all edges. The tongue stitch was removed. The ventral surface of the tongue was noted to have a small tear from the prior tongue stitch which was also closed with 4-0 vicryl's in a figure-of-eight fashion. This concluded the procedure and the patient was turned over to the anesthesiology team for emergence and extubation. The procedure was completed with a surgical delay greater than 30 minutes. Additionally, the burn was treated with bacitracin ointment, and subsequent dehiscence of the incision bilaterally required surgical revision. The burn is healing well.